Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent revision surgery due to atrophy of the urethra. The aus was explanted and replaced. No additional patient complications were reported.